Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Acute inflammatory reaction (knee) [inflammation]. Case description: spontaneous report received in 2008 from rheumatologist regarding a male patient (initials unknown) with a medical history of post traumatic gonarthrosis and prior synvisc treatments in 2003 and 2005 that were well tolerated, who experienced an acute inflammatory reaction in the knee. Following the first injection of synvisc (of the third series) administered in early 2008, the patient experienced mild local inflammatory reaction which spontaneously resolved. After the second injection administered on a week later, the patient presented with severe knee pain and knee effusion. The patient's knee was aspirated and a cortocosteroid injection was given. The aspirate analysis showed a clear fluid with 1800 white blood cells per mm3 with a high percentage of lymphocytes (24 percent) and neutrophils (13 percent); 2000 red blood cells per mm3, no crystals and no germs. The physician assessed the event as non-serious and the causality as possibly related. As of the date of receipt of this report the patient had not yet recovered.